Event description:
It was reported that the c-arm of the 9900 system intermittently will not drive vertical. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the ps3 power supply. The system was tested and found to be working as intended and placed back into service.